Event description:
During an atrial flutter procedure, an effusion occurred. Following transseptal puncture, the patient became hypotensive and their heart rate increased. An echocardiogram revealed an effusion, medication was administered to treat the effusion and the patient left the procedure room in stable condition. The pericardial effusion was alleged to have been caused by a complex transseptal puncture due to patient anatomy.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.